Manufacturer narrative:
Race/ethnicity: unknown, as information was asked but it was not provided since the site does not collect this data. The device was not received for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to blurry vision which may have been due to "lens malfunction". The suspect iol was replaced with a non- johnson and johnson iol. There was no incision enlargement, no vitrectomy, no sutures done. No patient post-operative injury was reported. Patient outcome is reportedly good. No further information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: mar. 23, 2022 section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.